Event description:
An 8mm diameter x 30mm length bridge assurant biliary stent system was inserted into a patient for the treatment of an iliac artery stenosis. The vessel was excessively tortuous and severely calcified and the physician was unable to place the stent at the intended location. It was reported that the physician decided to remove the stent delivery system and as the stent was being pulled back towards the sheath, it dislodged from the balloon. An attempt to snare the dislodged stent was unsuccessful; therefore, the patient was sent to the operating room where the stent was surgically removed. A week later, the patient was brought back and was successfully treated with a racer stent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Customer returned meter serial number v-f267-30834. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of erratic readings was not duplicatd during testing. The freestyle blood glucose readings reported by the customer were not found in the meter internal log.